Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 4 cm and 5 cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: damage which was circumferentially aligned. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that via phone call received today powerpicc solo splitting inside the patient. Was on IV cefazolin 6g daily via baxter infusor. PICC line associated dvt diagnosed (B)(6) 2024 started anticoagulation but line left in situ. (B)(6) 2024 noted PICC dressing soaking wet; dressing changed but noted leaking from skin when PICC flushed; line removed. Noted small hole in PICC line. Ended up being admitted as wound not doing well anyway; managed with peripheral ivc¿s. No other information was provided.

Event description:
It was reported that via phone call received today powerpicc solo splitting inside the patient. Was on IV cefazolin 6g daily via baxter infusor. PICC line associated dvt diagnosed (B)(6) 2024 started anticoagulation but line left in situ. (B)(6) 2024 noted PICC dressing soaking wet; dressing changed but noted leaking from skin when PICC flushed; line removed. Noted small hole in PICC line. Ended up being admitted as wound not doing well anyway; managed with peripheral ivc¿s. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.